Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('broken product travelling through the body') and perforation ('organ rupture') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding in periods"), back pain ("back pain") and multiple allergies ("allergies"). The patient was treated with surgery (essure removal, organ removal). Essure was removed. At the time of the report, the device breakage, perforation, abdominal pain, mental disorder, heavy menstrual bleeding, back pain and multiple allergies outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, mental disorder, multiple allergies and perforation to be related to essure. The reporter commented: reporter reports all the female plaintiffs have suffered moral damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of device breakage ('broken product travelling through the body') and perforation ('organ rupture') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding in periods"), back pain ("back pain") and hypersensitivity ("allergies"). The patient was treated with surgery (essure removal, organ removal). Essure was removed. At the time of the report, the device breakage, perforation, abdominal pain, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. The reporter commented: reporter reports all all the female plaintiffs have suffered moral damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.